Event description:
As reported by the equinoxe shoulder study, approximately 4 years post op initial rtsa, this 73 y/o female patient was revised due to aseptic glenoid loosening. Rtsa glenoid loosening noted. Worsening pain and eventual dislocation. The case report form indicates this event is unlikely related to devices and definitely related to procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Concomitants (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6), 320-38-03 - equinoxe reverse 38mm humeral liner +2.5, (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported may be the result of the glenoid loosening and joint dislocation as reported. However, the loosening and joint dislocation cannot be confirmed, or the possible sequence of events, from the information provided. The joint dislocation may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. Potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.